Manufacturer narrative:
Beckman coulter (bec) filed service engineer (fse) was dispatched and evaluated the instrument. Fse completed the following actions over multiple days: on the 08dec15: · the fse bleached out all lines, replaced all associated tubing and reran tests. On the 09dec15: · fse replaced the buffer valves, reference valve, the ion selective electrode (ise) mix motor and the printed control board (pcb) control. On the 15dec15: · replaced data pcb and electrodes. The above actions resolved the customer's issue. Bec was unable to identify specifically which actions the fse completed resolved the customer's issue. The following mdrs and bec identifiers relate to this event: MDR: 9612296-2015-00106, (B)(6), MDR: 9612296-2015-00107, (B)(6), MDR: 9612296-2015-00108, (B)(6), MDR: 9612296-2015-00109, (B)(6), MDR: 9612296-2015-00110, (b)(+), MDR: 9612296-2015-00111, (B)(6). The bec identifier for this event is (B)(6).

Event description:
Customer reported erroneous sodium, potassium and chloride results on the instrument au680 clinical chemistry analyzer. The results were not reported out of the laboratory and there was no change to patient treatment reported to beckman coulter. Customer reported no issues with their quality controls or calibration slopes.